Event description:
Caller states the pt tested approx 5 inr or 6 inr on the coaguchek system and the lab returned as 2.5 inr or 3.5 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect system. Comparison performed in a medical facility.